Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the tip of the bur was broken from the shank, however, the broken piece was not returned. The bur was measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during an ssro (sagittal split ramus osteotomy) procedure, the tip of the bur broke. It was also reported that additional grinding off the surrounding bone using another bur was required to retrieve the broken piece.